Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint was confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a healthcare professional. Tka performed with no complications noted. Patient is experiencing pain and is unable to fully extend or hold in extension. After 1-year patient still has pain, stiffness, swelling, instability and noise. Extreme difficulty with adls. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). UDI # (B)(4). Concomitant medical products: 195755 lot 999340 (tibial plate/tray), 195763 lot 392660 (locking bar), 195884 lot 226180 (xp medial bearings), 195814 lot 669210 (xp lateral bearings), unk lot unk (palacos cement). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04876, 0001825034-2019-04877, 0001825034-2019-04878, 0001825034-2019-04879.

Event description:
It was reported the patient underwent a left total knee arthroplasty; subsequently, the patient was noted to have pain, stiffness, swelling, decreased adls, instability and clicking noted during 6-month and 1-year follow-up. No additional patient consequences were reported. Attempts have been made and no further information has been provided.